Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that neither of his batteries are fully charging. Pt reports that both batteries are giving a green light and the red "battery fault" light when placed in the charger. The pt's suspect charger was replaced.

Manufacturer narrative:
Device eval summary: device eval of charger (B)(4) has been completed. The reported problem was confirmed. The cause of the batteries not fully charging and the battery fault indicator lights was liquid ingress in the battery well which in turn caused the u13 microcontroller to fail and the battery connector to corrode. The root cause of the liquid ingress has not been positively determined. No adverse event resulted from the damaged charger. The pt was provided with a replacement charger.